Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements of greater than 2,500 ohms, triggering a lead safety switch (lss). The patient's pacemaker was programmed back to bipolar and lead measurements are stable and within range. No noise with isometrics. Technical services was consulted and discussed programming unipolar pace/bipolar sense and continuing to monitor. No adverse patient effects were reported. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).